Manufacturer narrative:
The controller and one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual examination due to a loose power port 1 connector with the o ring gasket displaced. This is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Manufacturer is investigating loose connectors. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms involving (B)(4). In the first instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. For the second critical battery alarm, the battery went from a high relative state of charge (rsoc) to 0% rsoc and no data points were recorded after the alarm. These observations are indicative of a communication errors between the controller and battery. The most likely root cause of the reported event can be attributed to a communication errors between the controller and battery. Heartware is investigating communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) / 1650 / manufacturing date: 08/15/2016 / expiration date: 08/31/2017 / (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650 / expiration date: 08/31/2017. UDI #: unknown. Product not received - not returned to manufacturer. (B)(4).

Event description:
It was reported that on (B)(6) 2017 the patient experienced a critical battery alarm while two fully charged batteries were attached. The patient performed a controller exchange and both batteries were taken out of rotation prior to clinic visit. Log files indicated that one of the batteries had a critical alarm on (B)(6) 2017 as well as (B)(6) 2017. The battery had 95% capacity prior to the critical battery alarm per clinical engineering. The battery and controller were exchanged. No patient complications have been reported as a result of this event.